Event description:
Following the atherectomy procedure, the patient had elevated cardiac enzymes. The diamondback 360 coronary orbital atherectomy device could not be ruled out as a contributing factor to the symptoms. The healthcare provider documented that the elevation in troponin levels was not life-threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, did not lead to a serious deterioration in the health of the subject, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient was stable. Additional information received indicated the patient experienced a myocardial infarction.

Manufacturer narrative:
H6: correction code 1838 added. H6: codes 4118, 3233, and 11 no longer apply. The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported patient myocardial, cardiac enzyme elevation, and serious injury appear to be related to operational context. In this case it is likely that the reported myocardial, cardiac enzyme elevation, and serious injury are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report d4: the UDI number is not known as the part and lot number were not provided.

Event description:
Following the atherectomy procedure, the patient had elevated cardiac enzymes. The diamondback 360 coronary orbital atherectomy device could not be ruled out as a contributing factor to the symptoms. The healthcare provider documented that the elevation in troponin levels was not life-threatening, did not result in permanent impairment of a body function or permanent damage to a body structure, did not lead to a serious deterioration in the health of the subject, and did not necessitate medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The patient was stable. Additional information received indicated the patient experienced a myocardial infarction.